Manufacturer narrative:
A.1, a.4 and a.5 are unknown. B.2 date of death is unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Literature citation: bertolin, s., maj, g., secco, g. G., pullara, a., gherli, r., cardinale, a., d¿ettore, n., cavozza, c., audo, a., & pappalardo, f. (2023). Timing, positioning and ancillary therapies: the triad for successful impella rp. Journal of cardiovascular medicine. Https://doi.org/10.2459/jcm.0000000000001563.

Event description:
Abiomed received an italian publication titled "timing, positioning, and ancillary therapies: the triad for successful impella rp". The publication outlined three patient cases. This report represents the third patient which had pump malpositioning and kinking. The patient expired. Manufacturer report number 1220648-2024-10844 reflects patient number (B)(6).

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined g1 reporting contact email revised on manufacturer device report 1220648-2024-12890 in accordance with updated procedures.